Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose level was above 59 mg/dl. Customer experienced symptoms such as loss of consciousness. The customer was treated with dextrose. Customer allege pump was under delivering and they did not sure. Customer was using auto mode. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.